Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage was noted on motor assembly or electronic assembly during visual inspection.

Event description:
It was reported that the insulin pump had a keypad which gave delayed responses. The blood glucose reading was 96 mg/dl. The customer stated that the act button especially did not respond well. He added that the insulin pump had not been dropped but noted that the insulin pump had been exposed to moisture. He stated that he had been in the hospital and, for safety issues, the nurse placed his insulin pump into a bag with the device still operating. He was told that he could not have electronics while in the hospital. He reported that the reservoir was still in the insulin pump, so the device was exposed to insulin since his basal rates were still running. The most recent blood glucose reading was 76 mg/dl. Advised discontinuation and replacement of the insulin pump. The customer did not report his reason for being in the hospital. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.